Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). Within this 14th occurrence are 11 different study dates in which an individual MDR report will be submitted for each associated study date and medical record number (mrn). Currently, 11 reports contain this incorrect finding information. This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10.

Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the new finding was created labeled "severely restricted anterior" (under mitral valve/structure/leaflet mobility), with a sentence that refers to the posterior leaflet. Potential impact: when the user attempts to describe the severely restricted motion of the anterior leaflet, the sentence will refer to the posterior leaflet. This could lead to misdiagnosis and incorrect treatment/surgery. There has been no reported pt harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. The medical record number (mrn) and study date associated with this report is: (B)(6) 2012.